Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve in a patient with severe calcification in the native aortic valve leaflets and left ventricular outflow tract, a pre-implant balloon dilation was performed using a 20x40mm balloon. During the first attempt at valve deployment, the depth was too high and the valve was recaptured into the delivery catheter system (dcs). Upon repositioning and a second deployment attempt, an infold in the valve frame was observed. Subsequently, the valve was recaptured again and withdrawn from the patient. It was decided to reload the same valve into the same dcs; however, upon the fluoroscopic inspection, a frame overlap to the fourth node was observed. The valve and dcs were replaced. A second balloon dilation was performed using a 23x45mm balloon, and the new valve was successfully implanted. No patient complications were repo rted as a result of this event. Additional information was received to report a procedural delay occurred due to the infolded valve requiring replacement.

Manufacturer narrative:
Updated data: a1. And 2. Patient information b5. A second paragraph was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (unknown serial/lot); product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve in a patient with severe calcification in the native aortic valve leaflets and left ventricular outflow tract, a pre-implant balloon dilation was performed using a 20x40mm balloon. During the first attempt at valve deployment, the depth was too high and the valve was recaptured into the delivery catheter system (dcs). Upon repositioning and a second deployment attempt, an infold in the valve frame was observed. Subsequently, the valve was recaptured again and withdrawn from the patient. It was decided to reload the same valve into the same dcs; however, upon the fluoroscopic inspection, a frame overlap to the fourth node was observed. The valve and dcs were replaced. A second balloon dilation was performed using a 23x45mm balloon, and the new valve was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: twenty three images of the event reported were provided. There was no computed tomography (CT) provided but the executive summary was provided that aligns with the anatomical considerations. It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve in a patient with severe calcification in the native aortic valve leaflets and left ventricular outflow tract. A fluoroscopic valve check was provided and evidence shows a possible misload. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported a preimplant balloon dilation was performed using a 20x40 millimeter (mm) balloon. It was reported that during the first attempt at valve deployment, the depth was too high and the valve was recaptured into the delivery catheter system. Evidence showed a possible infold during the f irst deployment. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that upon repositioning and a second deployment attempt, an infold in the valve frame was observed. Subsequently, the valve was recaptured again and withdrawn from the patient. It was decided to reload the same valve into the same delivery catheter system (dcs); however, upon the fluoroscopic inspection, a frame overlap to the fourth node was observed. A second balloon dilation was performed (using a 23x45mm balloon, and the new valve was successfully implanted. No patient complications were reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original box and jar, fully submerged in a clear, unknown solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped. All leaflets were flexible. All leaflets appear to be in the closed position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.